Event description:
A customer reported receiving an error 6 displaying on their blood glucose meter. It was then additionally identified by adc customer service that the date and time settings in their meter were not properly set, and they reported to be a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of approximately 3.6 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned of through the implant patient's registry. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.